Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement surgery on (B)(6) 2014, the vns patient¿s new device was tested with the existing lead and diagnostic results revealed high lead impedance (impedance value >= 10,000 ohms). The lead was replaced during the same procedure. Diagnostic testing was not performed prior to replacement surgery because the generator could not be interrogated. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2011. The failure to interrogate will be captured in manufacturer report # 1644487-2014-00754.

Manufacturer narrative:
Describe event or problem, corrected data: previously submitted MDR indicated that diagnostic results revealed high lead impedance; however, it is unclear how the ¿impedance value >= 10,000 ohms¿ was determined. Brand name; corrected data: additional information indicates that the suspect device is the generator. Type of device, name; corrected data: additional information indicates that the suspect device is the generator. Model #, serial #, lot#, expiration date; corrected data: additional information indicates that the suspect device is the generator. Operator of device; corrected data: additional information indicates that the operator of the device at the time of the event was the health professional. Date of implant; corrected data: additional information indicates that the suspect device is the generator. This field has been updated to reflect the generator implant date. Date of explant; corrected data: additional information indicates that the suspect device is the generator. The generator has not been explanted. Device available for evaluation; corrected data: additional information indicates that the suspect device is the generator. The generator has not been returned for evaluation. Device evaluated by MFR; corrected data: additional information indicates that the suspect device is the generator. The generator has not been returned for evaluation. Device manufacture date; corrected data: additional information indicates that the suspect device is the generator.

Event description:
Analysis of the returned generator is captured in manufacturer report #1644487-2014-00754. Review of the as-received internal device data showed that the last 25% change in the impedance value was on (B)(6) 2014, where the impedance value changed from a normal limits range (2880 ohms) to high lead impedance (19964 ohms). Analysis of the returned lead was completed. The entire lead portion was returned with the exception of an electrode. The lead assembly was returned for analysis due to the high impedance; however, the reported allegation was not verified within the returned lead portions. A single setscrew mark was noted at the end tip of the connector pin suggesting that the lead connector was not inserted completely at one point in time. Although not conclusive, this condition may be a contributing factor to the reported high impedance. However, based on the location of one set of setscrew marks on the connector pin and scratches from the canted spring observed on the connector ring, it is believed that proper contact between the pulse generator "+" and "-" terminals and the lead connector respective contact points (connector ring and connector pin) existed at least once. The lead connector was inserted completely in a pulse generator returned with the lead and no anomalies that could prevent proper insertion were identified. Other than the above mentioned observations and typical wear and explant related observations, no product-related anomalies were identified in the returned lead portions. With the available information, the observed high impedance was likely due to incomplete pin insertion into the generator header.